Manufacturer narrative:
(B)(4). Date sent: 1/23/2026 d4 batch #: a98589. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11; during functional testing, the hand control buttons were functional. However, the user reported an error message ¿two switch activations detected¿ the device did activate when tested with the footswitch. The device was disassembled to verify the condition of the internal components. Corrosion was found at the min hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate two switch activations detected¿. This was not seen during the analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a98589, and no non-conformances were identified.

Event description:
It was reported that, during an unknown laparoscopic surgery, an error message ¿two switch activations detected¿ was displayed after the device was connected and the device did not activate. This event was found before use. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.